Manufacturer narrative:
The reporter noted they received a test strip defect error on the meter at 1:42 a.m. And 1:43 a.m. On (B)(6) 2020. The meter also displayed a "glucose" error at 4:08 a.m. And 6:34 a.m. On (B)(6) 2020. The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received a discrepant glucose result for one patient tested with accu-chek inform ii meter serial number (B)(4). At 11:49 a.m., a sample from the patient was tested using the meter, resulting with a glucose value of > 600 mg/dl. The patient did not receive treatment based on meter results. At 12:00 p.m., a sample from the patient was collected and tested in the laboratory using an unknown method, resulting with a glucose value of 283 mg/dl at 12:18 p.m. It is unknown whether the patient received any medications immediately prior to the meter testing.

Manufacturer narrative:
No product was returned for investigation. The patient was diagnosed with hypoglycemia, which could cause decreased peripheral blood flow. If peripheral circulation is impaired, collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level as stated in the product labeling. Product labeling states: "if peripheral circulation is impaired, collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level. This may apply in the following circumstances: severe dehydration as a result of diabetic ketoacidosis or due to hyperglycemic hyperosmolar non-ketotic syndrome, hypotension, shock, decompensated heart failure nyha class IV, or peripheral arterial occlusive disease." The investigation did not identify a product problem. The cause of the event could not be determined.